Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed out the cartridge and supplies multiple times. No damage was noted to the cannula or other supplies. The customer's blood glucose (bg) level was 450 mg/dl. The customer did not eat and used the basal rate to lower the bg level to a "normal" level. The customer was to use the pump for basal delivery and will use insulin injections for insulin therapy.